Event description:
It was reported that a patient experienced a breach in aseptic technique that lead to an infection. The patient went to the emergency room with pain, constipation and cloudy effluent. The patient was treated with vancomycin, gentomycin and ceftaz intraperitoneally (ip) (dosages not reported). The patient was recovering from the infection. Patient has not been retained on proper aseptic technique at this time due to "too much pain." No additional information is available at this time.

Manufacturer narrative:
(B)(4) - around the same time the patient experienced the infection, on an unknown date in (B)(6) 2013, the patient was hospitalized for an unknown cause. On a later date, the patient died. The cause of death was unknown. It was unknown if the death was related to the infection. It was unknown if an autopsy was performed. Outcome of the infection at the time of death was not reported. It was unknown if pd therapy was ongoing up until the time of death. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.